Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the pocket incision site of the implantable pulse generator (ipg) and at the lead incision site. The patient was admitted to the hospital where they underwent a wound debridement procedure where the ipg pocket incision site was cleaned and the ipg reimplanted. The lead site infection cleared with antibiotics and there was no need for a wound debridement or lead explant. The patient was doing well post-operatively. Additional information was received indicating that the patient experienced the lead incision site had opened up post the infection and the lead was exposed. The patient underwent a revision procedure where the lead site was closed. During the revision procedure the physician requested the use of plasma blade, though he was advised against it due to the potential risk to an implanted system per the directions for use dfu, which resulted in the damage of the implantable pulse generator (ipg). The ipg was replaced. The physician confirmed there was no apparent damage to the leads or lead extensions using the or cable and external trial stimulator (ets). The physician took another culture from the lead site but stated it will likely have a negative result due to the recent/current course of antibiotics. The physician confirmed the initially reported infection came back positive for staph infection. The patient was doing well post-operatively. The explanted ipg was retained by the hospital and was not returned to bsc. Additional information was received indicating that the spinal cord stimulation (scs) patient experienced an infection. The patient underwent an explant procedure where the ipg, leads, and extensions were explanted. The patient was doing well post-operatively. The explanted devices were disposed at the hospital and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: (B)(6). Artg#: (B)(4). Product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: 212111. Batch: 212111. Artg#: (B)(4). Product family: scs-extension upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: (B)(6). Artg#: (B)(4). Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: (B)(6). Artg#: (B)(4).

Manufacturer narrative:
Updated coding in field h6 patient codes - added erosion and swelling codes for the additional medical device components. Additional suspect medical device components involved in the event: product family: upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: (B)(6); product family: upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the pocket incision site of the implantable pulse generator (ipg) and at the lead incision site. The patient was admitted to the hospital where they underwent a wound debridement procedure where the ipg pocket incision site was cleaned and the ipg reimplanted. The lead site infection cleared with antibiotics and there was no need for a wound debridement or lead explant. The patient was doing well post-operatively. Additional information was received indicating that the patient experienced the lead incision site had opened up post the infection and the lead was exposed. The patient underwent a revision procedure where the lead site was closed. During the revision procedure the physician requested the use of plasma blade, though he was advised against it due to the potential risk to an implanted system per the directions for use dfu, which resulted in the damage of the implantable pulse generator (ipg). The ipg was replaced. The physician confirmed there was no apparent damage to the leads or lead extensions using the or cable and external trial stimulator (ets). The physician took another culture from the lead site but stated it will likely have a negative result due to the recent/current course of antibiotics. The physician confirmed the initially reported infection came back positive for staph infection. The patient was doing well post-operatively. The explanted ipg was retained by the hospital and was not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7072287; upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7072324.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced an infection at the pocket incision site of the implantable pulse generator (ipg) and at the lead incision site. The patient was admitted to the hospital where they underwent a wound debridement procedure where the ipg pocket incision site was cleaned and the ipg reimplanted. The lead site infection cleared with antibiotics and there was no need for a wound debridement or lead explant. The patient was doing well post-operatively.